Event description:
Baxter reported, "the pt felt tight to close the twist clamp. And then the main body (light tube part) got separated from sleeved connector (white part) (8days use). "No pt injury or med intervention was associated with this incident per baxter.